Event description:
International affiliate reports that after two months on implantation, the valve became nonfunctional. No specific details were provided. The device was explanted and replaced. Codman was not notified of this event unitl august 2005. Resulting in this late filing.